Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was cooling. A check of the diagnostics showed chiller temperature (t4) was at 8c. They discussed this was indicative of a failed mixing pump and would replace the part. Per additional information received from ttm sheet on 11feb2025, it was reported that the biomed had device set to 4c in manual control, but it would not drop below 22.9c. Needs assistance in troubleshooting.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Arctic sun device was cooling. A check of the diagnostics showed chiller temperature (t4) was at 8c. They discussed this was indicative of a failed mixing pump and would replace the part. Per additional information received from ttm sheet on 11feb2025, it was reported that the biomed had device set to 4c in manual control, but it would not drop below 22.9c. Needs assistance in troubleshooting. Per follow up information received via task on 28mar2025, it was reported that they replaced the mixing pump on the device. They also performed a calibration to test the device. The issue has been resolved. No patient involvement noted. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this event is not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was cooling. A check of the diagnostics showed chiller temperature (t4) was at 8c. They discussed this was indicative of a failed mixing pump and would replace the part. Per additional information received from ttm sheet on 11feb2025, it was reported that the biomed had device set to 4c in manual control, but it would not drop below 22.9c. Needs assistance in troubleshooting. Per follow up information received via task on 28mar2025, it was reported that they replaced the mixing pump on the device. They also performed a calibration to test the device. The issue has been resolved. No patient involvement noted.